Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued..

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was not sure if something was wrong with the device or if their body was reacting to it. On (B)(6) 2021, they had a gastric bypass. They were able to void for a while and then could not void and they had to catheterize them at the hospital. They only went once after surgery and a very small amount. In and out, they catheterized them twice. On (B)(6) 2021, they went home. They voided somewhat, but not a lot. Then, on (B)(6) 2021 through (B)(6) 2021, they were constantly wet and felt no urgency. They were going through pad, diaper, underwear, and sweat pants. On (B)(6) 2021, they went to the emergency room because they felt flu symptoms. They did not have the flu, but found they had pneumonia and anemia (deemed unrelated to device/therapy). They could not void there and they catheterized them and put a foley catheter in. Late on (B)(6) 2021, they had been at the hospital. The hospital took the foley catheter out on (B)(6) 2021. They could not void at all so they straight catheterized them twice. During the night, they thought they could go a little bit and it just dripped, so they catheterized them again. They could not go home from the hospital until they figured out what was wrong. Their current settings were checked while on the call and they were on program 2 at 1.7 volts. The patient increased the stimulation to 2.1 volts and were advised monitor their symptoms for a couple days and see if the symptoms improved. There were no device issues or further patient complications reported at this time.